Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device gave two different error messages during testing. It would not read the reload, and then removed all components. It also would not read the adapter and showed blue on the status indication. Adapter light was flashing. Thus, stapler was unable to fire and surgeon was unable to press the green button and squeeze the handle. They removed tray from the circulation and used another tray. There was no patient involvement.

Manufacturer narrative:
Based on review of the file, this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device gave two different error messages during testing. It would not read the reload, and then removed all components. It also would not read the adapter and showed blue on the status indication. Adapter light was flashing. Thus, stapler was unable to fire and surgeon was unable to press the green button and squeeze the handle. They removed tray from the circulation and used another tray. There was no patient involvement.